Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intraocular lens) returned positioned incorrectly in the lens case base, the lens is off the centre and is pressed against two posts of the lens case base well. Solution is dried on the iol. One haptic is broken and half of its arm is missing, the other haptic is intact. The optic is scratched/marked-rejectable with loose fibers attached to the optic. We are unable to determine the root cause for the reported complaint the lens arm is torn. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before intraocular lens (iol) implant procedure, the surgeon noticed that the lens arm was torn. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).